Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative, the cardiac resynchronization therapy defibrillators (crt-d) displayed a gray battery longevity estimator bar. It was noted that the device was never stored in low temperature environments since delivery to the car stock. The device was not used. There was no patient involvement.